Event description:
It was reported that the coil was snared out of the patient. A 10mm x 20cm interlock-35 coil was selected for use in a transjugular intrahepatic portosystemic shunt (tips) procedure to treat varices. During the procedure, it was noted that the coil was difficult to push, and there was a lot of resistance when trying to deploy the coil outside the tip of the microcatheter. Consequently, the coil detached early inside the microcatheter, and the coil became stretched. The coil was snared out of the patient once the physician was able to deploy the coil that was stuck inside the microcatheter. The procedure was completed using an alternate device. No patient complications were reported.